Manufacturer narrative:
The subject device was discarded and will not be returned to olympus for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure, the balloon dilator failed to properly deflate and caused the balloon to get stuck in the channel of the scope. The user replaced the balloon with same model and the intended procedure was completed. The lot number of the device used was not provided. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device was not returned and there are no pictures of the device so no physical evaluation is able to be performed. The OEM (original equipment manufacturer) performed a DHR review and no abnormalities in documentation were noted. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred at the end of esophagogastroduodenoscopy (egd) procedure with approximately 10 minute delay and patient was under anesthesia. Intended procedure was completed and there was no patient harm or injury related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Please see updated sections: b5, e1, g4, g7, h2, h6 and h10.